Manufacturer narrative:
Site sample status was not received. Process related was no. Final confirmation status was not confirmed. Summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device-specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or a return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality-related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures, which include in-process testing, thermal testing, and visual inspection, to ensure the quality of the packaged product. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, there is no trend identified for the subclass of adverse event/serious/unknown. Refer to the 36-month trending chart attachment unknown lbh adverse event/serious/unknown (B)(6) 2017 to (B)(6) 2020.

Event description:
Event verbatim [preferred term]. Painful burn blisters [burns second degree]. Narrative: this is a spontaneous report from a contactable consumer based on information received by pfizer from angelini (at4592), license party for thermacare heatwrap. This information originates from a market survey with a focus on the thermacare medical device is being conducting by the angelini global marketing through the service provider toluna inc. A 51-year-old female patient started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route of administration from an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient used thermacare patches and had painful burn blisters. It was not reported, whether the event was serious. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the reporter the product caused the incident. According to product quality complaints: site sample status was not received. Process related was no. Final confirmation status was not confirmed. Summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device-specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or a return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality-related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures, which include in-process testing, thermal testing, and visual inspection, to ensure the quality of the packaged product. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, there is no trend identified for the subclass of adverse event/serious/unknown. Refer to the 36-month trending chart attachment unknown lbh adverse event/serious/unknown (B)(6) 2017 to (B)(6) 2020. Follow up (B)(6) 2020: follow up attempts completed. No further information expected. Follow-up (B)(6) 2020: new information received from product quality complaints included the investigation results.

Event description:
Event verbatim [preferred term] painful burn blisters [burns second degree], narrative: this is a spontaneous report from a contactable consumer based on information received by (B)(6) from (B)(4) license party for thermacare heatwrap. This information originates from a market survey with a focus on the thermacare medical device is being conducting by the (B)(6) global marketing through the service provider toluna inc. A (B)(6) year-old female patient started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route of administration from an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient used thermacare patches and had painful burn blisters. It was not reported, whether the event was serious. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the reporter the product caused the incident. Additional information has been requested and will be provided as it becomes available.